Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was pancreatic cancer. The customer had a large mass on his pancreas, liver, and spleen. The caller stated that the customer had back pain possibly arthritis around the spine and a blood clot in the lungs that may have led to the customer's passing. The customer¿s blood glucose was 6.5 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing at the time of admission. The caller is unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.